Event description:
The facility has an issue where fluids migrated to the foot end of the bed and in the process of cleaning in the cover area they noticed fluid seeping from the cover. The facility removed the cover on several beds and found fluid under each of the covers inspected.